Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated a pt generated a hemoglobin result of 8 g/dl on the cell-dyn 1800 analyzer and was sent to the hosp for a transfusion. The pt was redrawn at the hosp and yielded a hemoglobin result of 10 g/dl (method not stated). A transfusion was not indicated and was not given. The original sample was also sent to the hosp for retesting and generated a hemoglobin result of 10 g/dl. No impact to pt mgmt was reported.